Event description:
Meter gave a result of 569mg/dl so patient went to a nearby ambulance and had the paramedics test patient. The paramedics received a reading of 221mg/dl. An attempt to review the system over the phone was made but the customer did not have the necessary testing supplies. The customer was sent the necessary testing supplies and asked to call 24/7 when patient received the supplies to test the meter.